Event description:
It was reported that during an angioplasty procedure, a balloon rupture, removal difficulties and a balloon detachment occurred. The ultrathin diamond balloon catheter was inserted through a non-bsc 6f sheath, placed in the left groin and advanced to the lesion located in the right coronary artery (rca). The characteristics of the lesion are unk. After the first inflation at 10atms for less than 30 seconds, the balloon ruptured. While the physician was withdrawing the ultrathin balloon catheter through the sheath, the balloon catheter became "locked up" on a non-bsc guide wire. The tip of the balloon sheared off and remained in the groin, between the artery and arterial access puncture site. The physician attempted to move the sheath forward over the balloon catheter and the entire system was removed. The balloon fragment remained in the left arterial access puncture site; the puncture site was closed by applying manual pressure. No further pt complications were reported. The pt's condition was reported as "ok".